Event description:
It was reported that the patient was charging more than expected. It was stated that the patient had charged their implantable neurostimulator (ins) 2 days ago but it was already ¼ down 2 days later which the patient stated was unusual. It was reported that the patient believes the ins ¿broke loose¿ in the pocket which occurred approximately 1 month ago. It was stated that the ins sticks out from their body/skin. It was noted that the patient has not lost weight recently. Patient stated they had a doctor¿s appointment with their surgeon on 2013 (B)(6). It was reported that it took forever for the patient to obtain coupling bars. After assistance, patient was able to get all 8 coupling bars. It was reported that the patient was not able to adjust stimulation. It was stated that the patient thought the patient programmer battery icon was actually the status of the recharger battery. It was noted that the patient was told that it was the patient programmer batteries that were half full. Additional information received reported that the patient sought help on 2013 (B)(6) and their concerns were resolved.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).